Manufacturer narrative:
Returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There was both contrast and blood in the manifold, inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 27mm from the tip of the device. The device failed to inflate to rbp. Product analysis confirmed the reported event, as during functional testing the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mid left anterior descending artery. A guide catheter was used for cannulation and a non-bsc guidewire was used to cross the lesion. A 3.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mid left anterior descending artery. A guide catheter was used for cannulation and a non-bsc guidewire was used to cross the lesion. A 3.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.